Manufacturer narrative:
The hill-rom technician found the side communication cable was the issue. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. . The technician replaced the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not send a call to the nurses' station. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4) .